Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the esc and up buttons on the insulin pump were not responding. Customer mother attempted to remove the battery to restart the device. Customer's blood glucose was 201 mg/dl. No further information reported.